Manufacturer narrative:
It was found that alleged issue of the power load will not advance to transfer position could not be duplicated. The issue was resolved by performing functional checks of the unit to verify that the unit was performing to specification.

Event description:
It was reported via repair work order that the power load would not lower the the cot to the floor of the ambulance for transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power load would not lower the cot to the floor of the ambulance for transport. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.